Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (1 of 2 complaints) last thursday I received a call from the senior phlebotomy to inform me that there are incidents of the leakage of blood from the translucent body and some from the multi sample sleeve needle from inside the holder its happened several times with 21g & 23g with the different phlebotomist. They were contaminated with the patients blood and the patient as well. The action was taken on sunday I visit them to observe them during the blood collection and noticed drops of blood inside the holder in some cases with the different phlebotomist and leakage as shown in pictures, the observation process is still under process to confirm the problem.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Medical device type: fmi & jka. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9084948. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-25. Medical device lot #: 9150619. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 9196974. Medical device expiration date: 2021-07-31. Device manufacture date: 2019-07-15." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (1 of 2 complaints.) Last thursday I received a call from the senior phlebotomy to inform me that there are incidents of the leakage of blood from the translucent body and some from the multi sample sleeve needle from inside the holder its happened several times with 21g & 23g with the different phlebotomist. They were contaminated with the patients blood and the patient as well. The action was taken on sunday I visit them to observe them during the blood collection and noticed drops of blood inside the holder in some cases with the different phlebotomist and leakage as shown in pictures, the observation process is still under process to confirm the problem.